Event description:
[Redacted], IV tech, found 1ml IV syringe with bubbles in the plastic of the plunger. She drew up 0.5ml of nalbuphine then saw the bubbles. She expelled the nalbuphine and sequestered syringe. Syringe in [redacted] pharmacy (room [redacted]) behind the sp desk. Bd 1ml syringe, ref: 309628, lot & exp: unknown, 5094495 in supply room, manufacturer response for 1ml syringe, (brand not provided) (per site reporter).